Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was a seized brake assembly due to rust and corrosion. Review of the autopulse platform archive revealed that daily checks had not been performed. The platform's storage condition is not known; however, the customer is in florida, which is a high-humidity location. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) occurred on the reported event data, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 observed during take-up, confirming the reported complaint. No brake activation (open/clicking sound) was detected when the platform was powered on. The autopulse did not reach the target take-up depth within the specified timeframe (~5 seconds) due to rust and corrosion present at the drivetrain motor brake assembly. The brake body was seized as a result of the rust/corrosion, preventing the brake from opening or closing during activation. This condition resulted in fault code 16 and prevented the platform from performing compressions. Isopropyl alcohol (ipa) was used to clean and remove the rust and corrosion from the brake housing area. The brake gap was then measured and verified to be within specification at 0.008" ± 0.001". Subsequently, the platform was tested using the large resuscitation test fixture (lrtf) and operated without fault or error. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position). The customer tried a different lifeband, but the fault would not clear. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.